Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose value was 280 mg/dl and sensor glucose value was 40 mg/dl at the time of the event. The difference between blood glucose and sensor glucose value was not within the target range. Suspend on low limit in sensor settings was at unknown mg/dl. Insulin delivery was suspended due the difference between blood glucose and sensor glucose value. The sensor will not be returned for analysis.